Event description:
A medtronic rep who was on-site, reported that the passive biopsy needle, used with the stealthstation s7 system, would not track during the surgery. Surgeon discontinued use of the stealthstation and the case continued. Diagnostic tissue was taken during the biopsy. There was no impact on pt outcome.

Manufacturer narrative:
Pt identifier and pt age were not released by the hosp. The device was discarded at the hosp. No needles were available to send in for investigation.